Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the procedure the light cord was disconnected and placed on the patients left leg. The light cord didn't turn off, and the scrub tech noticed that the drape had a hole and then noticed a quarter inch size burn on the patients left upper leg. Nurse checked the leg and they dressed it.